Manufacturer narrative:
H3, h6: the navio surgical system ((B)(6)), identified in the field report as product npfs02030, (B)(6) used in treatment was not made available to the designated complaint unit for evaluation thus, visual inspection and functional testing could not be performed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. This failure mode is identified in the risk profile. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure and there is a label warning to have a sterile manual tray available. A relationship between the reported event and the device could not be established as the product was not returned. Although the reported problem was not confirmed, a contributing factor may be a cable/connector electrical component failure. Per complaint details from (B)(6), it was reported that during a navio ukr procedure, an error message referring to tracking system appeared. After surgery it was found that the vega camera cable was defective. There was a surgical delay of 30 minutes or less and the case was completed with manual instrumentation. No patient injury or impact was reported. Smith & nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received the complaint can be reopened. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a navio ukr, an error message referring to tracking system appeared on screen many times (after surgery, it was found that the camera cable was defective). After trying to reboot the system, the robotic case was aborted and the surgery was performed manually with standard instruments. There was a delay of 30 minutes or less. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.